Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) due to fluid leak. A revision surgery was performed in which all the components were replaced. The patient was said to not have experienced any additional adverse events and was recovering after a successful procedure. No more information available at the moment. Should additional information become available, it will be provided.